Event description:
The customer stated that one of her contour meters was reading higher than the other. While troubleshooting, she performed control tests and received a reading of 172 mg/dl. The normal control range is 84-114 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.